Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported exposure to moisture, device heating up, differences between sensor glucose and blood glucose values, and sensor updating alerts. The customer was treated with manual injection. The event involved products mmt-1884, mmt-332a, mmt-397a, and mmt-7040a. Troubleshooting was partially performed. Blood glucose value at the time of the event was 290 mg/dl. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer response was that the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump failed to boot up once installing aa battery, blank display was noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current test, active current test, self test, and displacement accuracy test due to blank display. Test p-cap and reservoir locks properly into the reservoir compartment. Unable to download pump history files and traces using thump software due to blank display. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery cap contact missing, cracked case, scratched case, stained keypad overlay, broken battery tube threads, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Unable to verify customer's complaint for device heating up due to blank display. Exposed to moisture was confirmed, moisture damage was found on the battery tube, electronic assembly, motor, and force sensor. Blank display was noted during testing. Battery cap contact missing was found during visual inspection. Unable to verify customer's complaint for high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.